Event description:
It was reported that the patient presented in clinic for follow up, inappropriate atp therapy for a svt episode was observed. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.